Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the nurse opened the fusion device, a piece of foreign debris that appeared consistent with cotton had adhered to the porous surface of the implant. No adverse effects were reported as a result of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A trabecular metal tm-s fusion device was returned for evaluation. As returned, the white debris was no longer attached to the device at the time of the evaluation. A complaint out of box(coob) cannot be confirmed as the white material is likely from the garment. Tm-s is packaged in a foil pouch which has a green inner liner. Coob cannot be confirmed as the device returned does not contain any white material upon receipt. The DHR review indicates the devices were manufactured and packaged to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. The device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.